Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device worked intermittently and the ecu (electronic control unit) contacts and motor shaft were corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning which is use error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the battery oscillator device worked intermittently. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.